Manufacturer narrative:
Insulin pump passed the displacement, prime/compromised force sensor system test, and excessive no delivery. Unable to perform the basic occlusion and occlusion test due to completely broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted. Unit received with cracked case at the display window corner, missing reservoir tube o-ring, minor scratched lcd window, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Customer's blood glucose level was 179 mg/dl. Insulin did not exit while troubleshooting. A piece was missing from the top of the reservoir compartment. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.